Manufacturer narrative:
H10- this event was inadvertently filed. The event was reported under 3013756811-2020-66346.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was 170 mg/dl. Reportedly, the customer will continue to use current pump until replacement arrives.